Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away at home. The cause of death was stage 4 pancreatic cancer. The customer was diagnosed on (B)(6) 2015. The customer's blood glucose, at the time of death, was 461 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump received with battery. Data analysis: 09/06/15 daily insulin total = 17.60u, 09/07/15 daily insulin total = 16.10u, (B)(6) 2015 daily insulin total = 12.00u, (B)(6) 2015 daily insulin total = 13.80u, (B)(6) 2015 daily insulin total = 12.075u, (B)(6) 2015 daily insulin total = 10.075u, (B)(6) 2015 daily insulin total = 22.325u.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.